Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 2, 2025 ¿ january 4, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion and had fluid remaining. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The device was filled with 18000mg piperacillin / tazobactam and 25.3ml citrate buffer in 0.9% sodium chloride having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred between (B)(6) 2025 - (B)(6) 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.